Manufacturer narrative:
(B)(4) analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluents, connected to a new infusion set, installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm before a motor error alarm when she was filling the cartridge. The customer's blood glucose level was 159 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.